Event description:
I had essure placed (B)(6) 2012. , I began having vaginal discharge and odor. For the next 10 months I continued to have symptoms after many rounds of doctors visits and antibiotics. In (B)(6) 2013, I began having knee and ankle pain, that eventually progressed to a state that affected my work. I had to have an MRI on my leg, steroid shots in my foot, and months of physical therapy. I finally asked my gyn to remove the essure coils as I felt they were contributing to all of these symptoms. On (B)(6) 2013, the coils were removed by removing both of my fallopian tubes under general anesthesia. My symptoms were almost instantly resolved! These coils should have mandatory nickle allergy testing before ever being inserted. They are poison.